Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center exhibited a flickering image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, and h6. Corrected data: d4, e2, e3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the keyboard did not work due to a defective circuit board, and the image was flickering with noise when shaking was due to a defective video connector. Olympus will continue to monitor field performance for this device.